Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A physician reported that a knife blade was wavy, blunt and unusable prior to surgery. There was no contact between the unsatisfactory knife and the patient therefore, there was no patient impact associated with this report.

Event description:
Additional information received clarified that the planned surgery was a cataract with intraocular lens implantation procedure. An alternate knife was obtained in order to begin and complete the procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).